Event description:
It was reported that a pump alarm occurred, indicating a malfunction. There was no adverse impact to the customer's blood glucose level. The customer initially attempted to load a new cartridge, but the cartridge alarm recurred, preventing a resumption of insulin therapy. Technical support decided to replace the pump, as it was still under warranty, and instructed the customer to use multiple daily injections as a backup therapy. The customer was guided on how to put the pump into storage mode and agreed to return the faulty pump using a pre-paid label.